Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a rash and discomfort around te breast area where the garment is digging in. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.